Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported the customer experiencing elevated blood glucose (bg) levels in the afternoons. Customer reports a bg of 403 mg/dl. The customer addressed the elevated bg with a correction bolus via the insulin pump. The customer's doctor recommended a change to the pump settings. Tandem technical support assisted contact in making the changes.